Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received. E1 - ext. (B)(4).

Event description:
The event involved a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch where the reported leakage on micron filter. There was no physical damage noted on the device. Event was noted during infusion of an unknown IV solution or drug. The set was replaced and therapy resumed. There was patient involvement and no patient harm as a consequence of this event.

Manufacturer narrative:
The device was received for evaluation 5/15/24. Also, received an image showing the primary plum set inside a plastic bag with a red circle outlining what appears to be the secure lock adaptor or the micron filter. As received the inlet and outlet filter appeared to be wetted out with prior infustate. The set was leak tested per specification. A leak was observed at both the inlet and outlet filter. Green dye was pushed through the sample. The leaks in both the inlet and outlet filter appeared to be seeping through. The complaint of leakage on micron filter can be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter material due to an infusate interaction during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.